Event description:
This lead had intermittent loss of capture. The physician advanced the lead further into the vein to give it more slack. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.